Event description:
Patient uses an animas insulin pump with contact detach infusion sets. This infusion set is a steel needle which is inserted subcutaneously and changed every 48 hours. On three separate occasions, when parents removed the old infusion set, there was no longer a needle attached. Xray confirmed needles left behind in a subcutaneous tissue in buttocks.